Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following possible adverse effects: elevated metal ion levels have been reported with metal-on-metal articulating surfaces. Although mechanical testing demonstrates that metal-on-metal articulating surfaces produce a relatively low amount of particles, the total amount of particulate produced in vivo throughout the service life of the implants remains undetermined. The long-term biological effects of the particulate and metal ions are unknown. Package insert also includes: early or late postoperative infection and allergic reaction. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2013-00473 / 00477).

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, a left hip revision procedure was attempted on (B)(6) 2012 due to elevated metal ions; however, the surgeon was unable to separate and remove the components and the patient was closed. The left hip components were successfully revised on (B)(6) 2012 and replaced with a cement spacer as the patient had developed an infection. The patient underwent another hip arthroplasty procedure to implant new left hip components and remove cement spacer on (B)(6) 2012. A subsequent revision to exchange the modular head was performed on (B)(6) 2012.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 8 mdrs filed for the same event (reference 1825034-2013-00473 / -00477 and 1825034-2014-06410, -06412, and -06421).

Event description:
It was reported that patient underwent right total hip arthroplasty on (B)(6) 2005 and left total hip arthroplasty on (B)(6) 2008. Subsequently, a left hip revision procedure was attempted on (B)(6) 2012 due to elevated metal ions; however, the surgeon was unable to separate and remove the components and the patient was closed. The left hip components were successfully revised on (B)(6) 2012 and replaced with a cement spacer as the patient had developed an infection. The patient underwent another hip arthroplasty procedure to implant new left hip components and remove cement spacer on (B)(6) 2012. A subsequent revision to exchange the modular head was performed on (B)(6) 2012. In addition, the cup was removed and replaced with a competitor acetabular component.